Manufacturer narrative:
We have conducted a batch file review with no anomalies identified.

Event description:
User contacted owen mumford inc to state that he has an autopen classic 2 unit device which can administer 42 units of insulin. He claims his device stops at 20 units and will not deliver any further insulin. User was advised over the telephone how to test the device and the user stated the device would still not work. He was advised that replacement autopen classic 2 unit would be forwarded with return label.